Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
B4 date. This event and medwatch report number 3013756811-2022-24500 were submitted separately, however these were duplicate reports and refer to the same event. MFR awareness date has been updated to reflect the correct awareness date, initially submitted under 3013756811-2022-24500.